Event description:
It was reported via repair work order that the breaker for the auxiliary outlet was tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.